Manufacturer narrative:
E.3. Other occupation: administrator-pharmacy automation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application did not launch. A technical support specialist (tss) attempted to resolve the issue using knowledge article - med es application error "dispensing.ui.win has stopped working" but the issue was not resolved. Further the tss uninstalled and reinstalled the remote support service (rss) agent and rss component manager, after which rss device configuration and service restarts completed successfully. The tss set auto login mode in station configuration application was then used to, and following a reboot, carefusion application launched normally with up-to-date synchronization status. Then the customer tested the station and confirmed full functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower application was not launch and displayed error message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.